Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis cannot be determined; however, it is likely to be related to the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4): method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure. Human factors.

Event description:
As reported through our european affiliate, approximately 5 years post implantation of a sapien valve, a second sapien xt valve was implanted. The prior valve proved a helpful landmark for positioning the second valve and limiting contrast volume. Post valve implant trace aortic regurgitation was noted. The patient was discharged within 24 hours. As reported, during a one year follow up mild paravalvular leak (pvl) with normal av flow was noted. The "pathology" in this patient was both stenosis and regurgitation. The second valve was implanted to avoid further aortic regurgitation with a balloon dilatation.